Event description:
The user facility reported that at the the involved angio-seal device was difficult to remove and a hematoma had formed. The angio-seal device was used for hemostasis after treatment of the right superficial femoral artery (sfa) via right inguinal approach. After the anchor was securely positioned, high resistance was felt when the device was attempted to be removed. The difficulty in removal was due to the suture locking. The suture was cut at the colored band due to the increase volume of the collagen. The device was attempted to be removed, but subcutaneous tissue appeared to adhere to the outer periphery of the sheath tip. When the removal force was increased, the device was removed. The suture was grasped with forceps and hemostasis was completed as usual. After hemostasis was completed, ultrasonography was performed to check for outflow of blood, but no bleeding was noted. A 4 cm progressive hematoma was formed at the puncture site. Hemostasis was successfully achieved by the device without replacement. The patient is well on the way to recovery and is being followed up. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. Patient is recovering. The event occurred intra-operative. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: obesity a5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot # combination was conducted with no findings. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been a suture lockup resulting in a complication with device deployment and ultimately resulting in a hematoma. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).